Manufacturer narrative:
(B)(4). Concomitant medical products- unknown nexgen tibial component catalog #: ni lot #: ni, unknown nexgen femoral component catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as no additional information could be provided for this case. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to replace the articular surface component due to unknown reasons. Attempts were made, but no additional information is available.

Manufacturer narrative:
The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.